Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as this issue does not pertain to this device, and device was reported in error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-06007. It was reported the patient's lead had migrated. The issue was confirmed via fluoroscopy. The patient did not lose therapy. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. During the procedure, it was noted that the lead was damaged. It is unknown which lead had migrated, so both leads are being reported.